Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results:bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. Photos were sent and evaluated. The customer's indicated failure mode for cracked needle with the incident lot was observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the needle of a 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set with 12 in. Leaked during a blood draw. No medical intervention or injury reported.